Event description:
According to the rt: "while on pt, vent alarming pt disconnect on ventilator side but could not find leak or disconnections point. Even with the disconnect alarm, measurements and waveforms still being displayed on monitor". Attached are the logs before any performed troubleshooting - "g5-(B)(6) (B)(6), 2022.zip" attached are also the logs after biomed performed functional testing - "g5-(B)(6) (B)(6), 2022.zip" several alarms of: - disconnection on patient side 5010 - low pressure 5004 - check flow sensor type 5007 - check flow sensor tubing 5013 - high minute volume 5005 - disconnection patient interface 5050 - high pressure 5019 based on the alarm events, error might have been caused by faulty: - flow sensor - patient circuit - expiratory valve - kink in tubing - incorrect patient size - patient settings - large leak biomed testing: note: original patient circuit was thrown out already. Biomed used new patient circuit for testing. (B)(6), 2022 - biomed performed the pre-op check - pass - let device run on a test lung for 30 min - pass * there were several alarms in the beginning for couple seconds when the test lung was being filled. Attached is the image. "Img 0675.jpg" (B)(6), 2022 - pre-op check - pass - let device run on a test lung for 8.50 hrs - pass * there were several alarms in the beginning for couple seconds when the test lung was being filled. Attached is the image. "Img 0675.jpg"

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not fully be determined. The most probable root cause may be that the servo valve calibration was not in tolerance. There was no patient or user harm.